Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Patient height: 64 inches (B)(4).

Event description:
On (B)(6) 2015 aquacel dressing was applied to the patient's wound. After five days of wear, the patient presented to a physician and complained of intense itching. Removal of the dressing found that the patient's skin under the duoderm had "marked redness." Examination of the affected area five days after the dressing removal found the itching and redness had not subsided. The patient was issued a prescription for hydrocortisone topical ointment. In addition, the patient was utilizing over-the-counter benadryl to help ease the itching. No further patient complications were reported.

Manufacturer narrative:
The product associated with this complaint investigation was made according to specification. No previous investigations are available. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).